Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device and misadministration. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction and or misadministration, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
As reported by the customer in email, a patient treatment record was already updated when the therapist tried to treat the patient for the 1st time. The patient was supposed to be treated at 3pm, but the 4dtc log shows that patient had been treated already. According to the treatment history log, the treatment record was updated at 1:49 pm that same day. After a brief discussion over the phone with customer, it was found that the treatment record was properly updated by the system. It is suspected that the treatment was delivered to the wrong patient.